Event description:
Pharmacy reported they were out due to dea restrictions and I would have to wait. I'm opioid dependent. If I wait, I go into withdrawal. Between the dea and insurance restrictions on pill counts and pa, getting meds on time is always a problem. I was switching from one opioid to another. My dr was told he could not give me "that much". I'm changing meds, not starting with opioids. So I was given in mme terms, 50% of what I had been taking for years. And I got sick. Of course. This no opioid crap with being used to prevent legit patients from taking needed meds. I had been stable and now I'm not. So new drug was not allowed to be what I was on. Finally, my dr was able to change me to morphine, but because of the time lag, now it was too much. I was fine before these interventions to "help me". Now I can hardly function. Why don't these laws consider patients already on drugs? I was made to taper 4 years ago and no on suboxone. It didn't work for my pain, the taper was excruciating and for what? No pain patient without an addiction issue should be put on buprenorphine with naloxone! Buph itself tops out for toxicity far lower than my necessary dose. Btw, I had 2 intrathecal morphine pumps before going back to oral meds. The pumps malfunctioned. I didn't know that it would be so hard to get my meds. I'm considering getting another pump so I'd get my meds. We know that the opioid crisis is not being fed by drugs prescribed by drs. It's illicit fentanyl! So why are actual patients being treated like addicts? Why are we drug tested? Why are we cut back from what our dr feels we need? I go through this every month. Every time I go to pick up a rx, I worry that I will be refused by a pharmacist (who doesn't know me!). The no benzos with opioids is absurd. This combo has been standard treatment for pain for a century. But because addicts taking random drugs that are not theirs and then dying, the govt acts like everyone does that. I have been taking both classes together for 35 years safely as have millions of pain pts. In "helping" addicts, you are killing those with pain. The dea needs to leave drs alone. Now no drs want to prescribe. And the od death rate continues to increase. No one is saved, many have been harmed. Pain management. Reference report: mw5156578.